Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative report only. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2004 - the patient was diagnosed with a grade 2 cystocele and urinary incontinence. The patient underwent a pubovaginal sling and cystocele repair procedure with implant of a "marlex" mesh (alleged bard/davol) and a non bard/davol "alloderm" graft. The attorney alleges the patient experienced an unspecified adverse patient outcomes associated with use of device.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent due to additional medical records provided to davol by the patient's attorney. The additional medical records provided indicate the patient underwent explant of the bard flat mesh approximately nine years post implant due to eroded vaginal mesh. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Updated fields.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2004 - the patient was diagnosed with a grade 2 cystocele and urinary incontinence. The patient underwent a cystocele repair with implant of a pubovaginal sling using a bard/ davol flat mesh and a non-bard davol graft. Per op details "we proceeded with placing a 4 x 7 alloderm graft (non-bard davol) as well as the marlex mesh (davol flat). The alloderm would provide the hemostatic surface against the undersurface of the bladder. The marlex mesh (davol flat) would provide the strength of the repair. The graft was tailored into a wide t. The 7cm length of the graft was placed transversely. Anteriorly the 7cm formed the pubovaginal sling. We trimmed the actual sling to be about 1cm wide. The base of the t was about 4cm wide, and served as the cystocele reduction. We used a mayo needle to push the prolene sutures through the marlex mesh / graft sandwich at each corner to form the suspension." On (B)(6) 2006 - the patient was diagnosed with mid urethral erosion of pubovaginal sling. The patient underwent partial explant of the bard flat mesh. On (B)(6) 2013 - the patient was diagnosed with eroded vaginal mesh. The patient underwent cystoscopy, removal of anterior vaginal mesh and anterior colporrhaphy.